Manufacturer narrative:
B5 narrative information no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
No further information was known.

Event description:
It was reported that a preconnected pack (pcp) required a circuit exchange within 48 hours of initiating support. There was a noted drop in po2. The circuit was exchanged on (B)(6) 2024. The circuit was exchanged to a new pcp and no issues/further exchanges were needed. The circuit was thrown away and not available for evaluation.

Manufacturer narrative:
Section a: no patient information was provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific root cause for the reported events could not be conclusively determined through this evaluation. The relevant sections of the device history record (DHR) for the centrimag adult extracorporeal membrane oxygenation (ECMO) kit (cmaek), serial #(B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The production documentation for the cmaek oxygenator (eurosets part #us5591; lot #7404304) was reviewed by the supplier (eurosets), and it was confirmed that all tests from the production process were compliant with the technical specifications. Review of the DHR for the centrimag (cm) blood pump (DHR cm pump l08237-la6) also revealed no deviations from manufacturing or quality assurance specifications. The centrimag pre-connected pack instructions for use (IFU) rev. B, is currently available. The IFU lists potential adverse events associated with the use of any extracorporeal circuit, including therapeutic management hypo-anticoagulation, respiratory failure, anoxia, and hypercarbia. The IFU contains the following warnings: -only trained personnel should use the pack. -a backup pack must be available immediately near the primary pack during support. -frequently monitor the patient and circuit. Monitor the circuit carefully during use for any signs of occlusion from kinks, chattering, and clot formation. -pack replacement should be prescribed by the physician based on risks and benefits to the patient. -always monitor oxygen supply and carbon dioxide removal from the circuit. Under the section titled ¿prime the centrimag pre-connected pack,¿ the IFU warns to monitor the circuit for product anomalies. Replace the pack if it does not operate as expected. Under the section titled ¿centrimag pre-connected pack operation,¿ the IFU includes instructions for how to adjust gas mixer values based on blood gas content. This section also notes to regulatory perform gas analyses. The current revisions of the IFU can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.